Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Testing was performed with a new nrg transseptal needle and demo mobi catheter that was available to the manufacturer to try and replicate insulation detachment from the needle as described in the complaint. The testing could not replicate insulation detachment under the conditions tested. The mobi catheter used during the procedure was not returned with the needle; therefore, compatibility of the needle with the device could not be verified. The root cause of the failure could not be confirmed.

Event description:
The nrg transseptal needle was used in an atrial fibrillation procedure for transseptal puncture with a mobi catheter. Following the second transseptal puncture, the physician observed insulation material outside of the patient near the groin area. Staff used ice to confirm that no irregularities were observed in the patient. The patient was determined to be fine and the procedure was continued. The physician speculated that the insulation may have become detached when the needle was being retracted from the mobi catheter following the second transseptal puncture.